Event description:
Shortly after initiating a dialysis treatment, the patient complained of numbness, tingling, blurred vision, and chest pain. She became hypotensive, treatment was stopped and the patient was transported to the emergency room by ambulance. The patient was checked our at the emergency room and sent home without any symptoms. Since this incident the patient has continued to receive dialysis treatments with revaclear dialyzers and has not experienced any similar issues.

Manufacturer narrative:
The dialyzer was returned and evaluated and no blood leak was detected and there were no visual defects noted in the inspection of the returned dialyzer. A review of the lot history record for lot c414205101 and a review of the nonconformance log was performed as part of the investigation. There were no non conformances found during this search that were relevant to the defect reported. Gambro does not regard the submittal of this report as an admission of causation or liability.